Event description:
It was reported that a surgical site infection at the lumbar site occurred. A medication increase was done on (B)(6) 2013. On the same day, an examination/palpation was done with results of serosanguineous drainage at the lumbar site. The severity of the event was reported to be mild. The event was not related to the device or therapy and was related to the implant procedure. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).